Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to identify which lead. In addition, there was infection at the ipg site. To address these issues, surgical intervention was undertaken wherein the entire system was explanted, the infection site was irrigated. Patient was prescribed antibiotics to address infection post-op.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.